Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The tip of the needle broke and left in patient body. Description of the "damage or other" outcome provided by affiliate: foreign body leads to inflammation. The following additional information was received via e-mail from the affiliate: the device was used in a shoulder arthroscopy. It is unknown if x-rays were taken to locate the tip and unknown if there are plans to remove it. The surgeon followed normal procedure to complete the surgery. It is also unknown if the procedure was extended or delayed more than 30 mins. Due to the failed device. The product code was identified as 214141 rather than 214005 as was reported on the attached cir.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. The reported condition could not be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Not returned to manufacture.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. The original packaging was also returned, providing confirmation of product code, and lot number. Visual observation confirms that the tip of the needle is broken, confirming this complaint. The broken fragment was not returned for evaluation. The needle showed no other anomalies other than the tip breakage. Repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Per IFU, eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue and eventually break. Other than the possible root causes listed, a specific root cause for the needle breakage could not be determined. A batch record review has been conducted and the results indicate that this batch of devices were processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the tip of the needle broken and left in patient body. Description of the "damage or other" outcome provided by affiliate: foreign body leads to inflammation. The following additional information was received via e-mail from the affiliate: the device was used in a shoulder arthroscopy. It is unknown if x-rays were taken to locate the tip and unknown if there are plans to remove it. The surgeon followed normal procedure to complete the surgery. It is also unknown if the procedure was extended or delayed more than 30 mins. Due to the failed device. The product code was identified as 214141 rather than 214005 as was reported on the attached cir.